Manufacturer narrative:
This report is for an unknown locking/set screws: uss/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from the united kingdom reports an event as follows: it was reported that on (B)(6) 2019 the surgeon had to revise a universal spine system construct/universal reduction screw hybrid construct due to pseudoarthrosis which had lead to rod breakage. The rod was successfully replaced and the construct revised extending cranially. This report is for one (1) unk - locking/set screws: uss. This is report 2 of 5 for (B)(4). This complaint is linked to (B)(4) and (B)(4).